Manufacturer narrative:
Concomitant product: serial # (B)(4).

Event description:
It was reported that during use of right ventricular (rv) lead, review of data received via transmission indicated, patient alert triggered due to high impedance. It was also reported that the rv lead exhibited high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated rv lead impedance variation, declining and spike in impedance, and high rate-non-sustained oversensing. There was no electromagnetic interference associated with the rv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and no anomalies were found. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. ICD ddmb2d4, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right ventricular (rv) lead, review of data received via transmission indicated, patient alert triggered due to high impedance. It was also reported that the rv lead exhibited high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2018, it was further reported rv lead alert ¿triggered,¿ there was an increase in the sensing integrity count, random noise, an episode of electromagnetic interference. It was also reported the lead displayed high impedance, low impedance, and was possibly fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.